Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had plunger difficult to move and cannula broke off issues. The following information was provided by the initial reporter: it was reported by the consumer that the needle fell out of the syringe after meeting resistance while depressing the plunger.   Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date : unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had plunger difficult to move and cannula broke off issues. The following information was provided by the initial reporter : it was reported by the consumer that the needle fell out of the syringe after meeting resistance while depressing the plunger.   Samples : available.